Manufacturer narrative:
The insulin pump passed the unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, priming test, off no power test and excessive no delivery test. The radio frequency pic failed self-test occurred due to faulty radio frequency board connector. All operating currents were within specifications. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube and stained end cap sticker.

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer's blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer was advised to perform the rewind process. Customer advised a temporary basal was not programmed before the alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.